Manufacturer narrative:
The insulin pump was received with no missing segments during testing, no unexpected broken lcd anomalies and no unexpected spot of ink anomalies noted. The insulin pump passed displacement test and self test. The insulin pump had cracked lcd window, cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported of missing segments from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the lcd screen is broken and there was a spot of ink. The customer will be sent a replacement pump.